Event description:
The IV extension set with "t" became separated from intravenous access device. During short or procedure pt lost estimated 400cc of blood on blanket. In a similar incident the male luer fitting of the extension set with "t" loosened from the IV needle hub allowing IV solution, causing dopamine to leak out around site. In a similar incident the "t" connector had "fallen apart" came loose from catheter during site taping process.